Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by the hospital to our sales rep (B)(6) that during the removal of a pin the spring jammed. The surgeon completed the surgery.